Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one introducer needle was received for evaluation. Gross visual, microscopic and functional evaluations were performed. The complaint sample appeared to have blood residue throughout. Two cracks were observed to the hub of the introducer needle. Therefore, the investigation is confirmed for the reported crack in the introducer needle hub issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport clearvue isp. During the procedure, when the provider attempted to use the introducer needle, the surgeon discovered a crack in the hub, rendering the needle unusable. The surgeon further noted that this issue has occurred multiple times in the past with the same type of kit. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport clearvue isp. During the procedure, when the provider attempted to use the introducer needle, the surgeon discovered a crack in the hub, rendering the needle unusable. The surgeon further noted that this issue has occurred multiple times in the past with the same type of kit. There was no reported patient injury.